Event description:
It was reported that revision surgery was performed to repair a supracondylar fracture. The pt complained of knee pain and in 2003 was diagnosed with a supracondylar fracture. The surgeon planned on using a side plate and screws to repair the fracture. When he opened the knee, he used a thin osteotome to test the adhesion of the femoral component. He determined that it was loose and revised to a profix porous cocr femoral with a long stem to fix the fracture. The surgeon originally implanted the device without cement.